Event description:
It was reported that the customer had a sensor that was sticking to the sensor and not to the customer. Customer had differences in sensor glucose and blood glucose readings. Customer's sensor glucose reading was 40 mg/dl. Customer's blood glucose level was 140 mg/dl. Differences were not within an acceptable range. Customer stated that she had a threshold suspend alarm. Customer stated that she also had one cannula that was bent during training. Customer also had a sensor error alert. Customer ran a test plug procedure and the procedure passed. Customer was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. It was explained that the sensor may be responding to changes in glucose. Customer mentioned that the alarms turned her sensor off and turned it on around 5 am. Customer had issues with the sensor getting stuck in the serter. No further assistance needed.

Manufacturer narrative:
Reliability analysis inspected two sealed enlite sensors. Analysis not required for sealed sensors due to sensors being expired. Inspected two opened/used partial enlite sensors and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings. Unable to confirm the sensor anomaly due to the customer not returning the needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.